Manufacturer narrative:
(B)(4). This lot was manufactured from september 24, 2014 to september 26, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, a leak was observed due to a crack in the tubing at the junction of the set-cap. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. This occurred before use. There was no patient involvement. No additional information is available.